Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 35-0-499 was not confirmed or duplicated but likely to be associated with the faulty logic board. A damaged battery pack was also found. ¿ received on 02-mar-2026, pcu device was received unboxed and with paperwork. ¿ the unit powered up to a watchdog error due to a faulty logic board. ¿ faulty logic board. Defective material from supplier. ¿ device to be returned to san diego repair center for processing. ¿ recommended bd san diego repair center to replace the logic board and battery pack ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.